Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, customer had manual injections available as alternate insulin therapy.